Event description:
Intra operative pictures received showing movement of the tubing strain relief from its orignal location.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port with the locking connector, tubing strain relief and 4.3cm of catheter were returned for evaluation. Upon visual inspection, it was noted that the actuator ring was returned in locked position, hooks were deployed. No biological debris was observed. Upon microscopic evaluation it was noted that the septum was punctured 14 times, and a scratch 5mm in length was also observed. A leak test was performed on the injection port with a successful result; no leak was found. A blockage test was performed on the injection port with a successful result, no blockage was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted. Dimensional analysis of the returned components was performed all meet specification. Product analysis cannot confirm the reported event. The device was returned fully functional and met specifications. It is noted that the product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. It was concluded that the potential cause may have been a due to improper connection of the tubing to the port. Our investigations concluded that the device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacture of the in batch question. It is also noted that each and every device is inspected prior to release.

Manufacturer narrative:
(B)(4). Evaluation of intra operative picture shows movement of the tubing strain relief. To mitigate the strain relief 'migration' from the locking connector, a design enhancement was been implemented with the approval of the FDA to glue the strain relief to the locking connector.

Event description:
The customer reports that post implant of a laparoscopic realize adjustable band, the locking connector came apart from the injection port. The port was explanted and a new one implanted. No other details were available. There were no adverse consequences to the patient reported.